Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the customer contacted the technical support engineer (tse) and reported an error 86 fault. The tse reviewed the logs and confirmed error related to power issue in the surgeon side console (ssc). The tse suggested for hard power cycle, after couple of power cycle system boot-up fine and now site is proceeding the surgery. The customer then called the tse and confirmed issue repeated and asked for field service engineer (fse) support. There was no reported injury. Intuitive surgical inc (isi) followed up and obtained additional information. Procedure was aborted since the error was reported couple of minutes later.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generic power distribution (gpd) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained additional details related to the event. It was confirmed that the issue happened initially prior to surgery, then resolved for some time. During that time, the surgeon docked the system to the patient, but the issue occurred again. The surgeon aborted the surgery until another da vinci system was available for surgery.